Event description:
Complainant alleged that during functional testing, the device failed for high impedance. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed in the prior history of the device logs, however it was not observed in the latest logs. The device was put through extensive testing including periodic self testing and functional testing without duplicating the report. An internal inspection of the device found no discrepancies.the device was labeled as not certified for clinical use. And returned to the customer. Analysis of reports of this type has not identified an increase in trend.